Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate manufacturing report number.

Event description:
This report is filed for single leaflet device attachment and decompensated heart failure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating functional mitral regurgitation (mr) in a patient with an enlarged left atrium and left ventricle. One mitraclip (80116u127) was implanted without reported issue on the lateral side of the anterior 2 (a2) and posterior 2 (p2) leaflets. Post deployment, the clip moved on the p2 leaflet while remaining attached to both leaflets. The mr was reduced from grade 4 to grade 1-2. As treatment for the first clip movement, a second mitraclip (80116u174) was implanted lateral to the first without reported issue, reducing the mr to grade 0. Reportedly, both mitraclips grasped the leaflets "very good". On an unspecified date, the patient had been hospitalized due to decompensated heart failure with accompanying dyspnea. On (B)(6) 2018, an echocardiogram was performed and a single leaflet device attachment (slda) was noted with the second implanted mitraclip (80116u174). The slda clip remained attached to the posterior leaflet. The mr had increased to grade 4. That same day, surgical mitral valve replacement was performed as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Patient age is estimated by the patient's year of birth, (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr), dyspnea and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported worsening mr in this incident appears to be due to the slda experienced by this clip. The subsequent dyspnea and heart failure were likely secondary effects of the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.